Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving gablofen (500 mcg/ml at unknown dose) via implantable infusion pump. It was reported that on (B)(6) 2021 the patient was found to have fluid collection at the pump pocket site. The fluid was drained from the pocket and tested, found to be cerebrospinal fluid (csf). There factors that may have led or contributed to the issue were unknown; however, it was believed there may be a catheter issue. The physician turned the pump down to minimum rate and was monitoring/supplementing the patient with oral medication. The patient was scheduled for a catheter revision on (B)(6) 2021. The issue was not resolved at the time of report. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive: no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the explanted part of the catheter would not be returned, as the physician did not want to send back the catheter. It was noted the catheter was noticeably damaged and needed replacement. The catheter in front of the pump had a mangled hole and behind the pump the plastic connector was not attached to the spinal piece.